Event description:
One inspector discovered that the x-ray unit was producing radiation in the primary beam while the exposure switch on the footpedal was not engaged. Further test results indicated that the unit produced radiation with the unit completely off. Radiation production stopped only by unplugging the unit.